Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: d1, d5, h6 (medical device ¿ problem code). Additional information: e1(event site postal :416000). Getinge field service engineer (fse) customer reported loop leakage after on-site inspection on march 5, 2024, it was found that the cs100 loop was leaking, and the problem of the safety disk was suspected after inspection. After communicating with the hospital equipment department and department on march 11, 2024, it was determined that it was a problem with the safety disk. After communicating with the hospital equipment department on april 16, 2024, the accessories were replaced, the machine passed all tests, and the machine was used normally.

Event description:
It was reported during routine inspection, the cs100 intra-aortic balloon pump (iabp) had air leakage. The safety plate was leaking and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported during the testing process in the iab loop, the cs100 intra-aortic balloon pump (iabp) had air leakage. The safety plate was leaking and needed to be replaced. There was no accidents reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site telephone was shortened due to character limitations. The complete number is: (B)(6).